Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found medical adhesive on the helix which resulted in the reported threshold anomaly.

Event description:
It was reported that the lead exhibited varying capture thresholds. The lead was removed and replaced.